Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. An slight gradual increase in pacing impedance measurements within normal limits. All the device pacing therapy was programmed off. Subsequently, this rv lead and the right atrial (ra) lead were explanted and a leadless pacemaker was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. An slight gradual increase in pacing impedance measurements within normal limits. All the device pacing therapy was programmed off. Subsequently, this rv lead and the right atrial (ra) lead were explanted and a leadless pacemaker was implanted instead. No additional adverse patient effects were reported outside the revision procedure.